Event description:
The manufacturer received information alleging a patient's ventilator became inoperative. The patient had to be manually ventilated and was airlifted to the hospital. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient's ventilator became inoperative. The patient had to be manually ventilated and was airlifted to the hospital. Additional information received from the third party service center confirms there was no malfunction of the device noted. The device passed all testing.

Manufacturer narrative:
The manufacturer previously reported a patient's ventilator became inoperative. The patient had to be manually ventilated and was airlifted to the hospital. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a patient's ventilator became inoperative. The patient had to be manually ventilated and was airlifted to the hospital. The device was returned to the manufacturer's service center for further evaluation.  Visually inspected the trilogy evo USA for visual defects and found that the communication port, nurse call and usb port are misaligned, suspect device was disassembled and reassembled prior to arriving at the manufacturer's service center . Etrieved and reviewed the event log from the device and noted that the event log was erased on 11/08/2023. Ran therapy for approximately 1 hour and the device operates without issue, then post tested the device trilogy evo multifunctional test station and passed all testing. The manufacturer concluded that the trilogy evo device operates as designed.